Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook d.a.s.h. Dometip double lumen sphincterotome. It was reported that during use of the device, the pre-loaded wire guide was having a tough time tracking/sliding and it was noted that the wire was frayed during the exchange while placing a balloon. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510(k) # k172665. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Another possible contributing factor to wire guide damage is if the wire guide lumen is not flushed prior to wire guide advancement. The instructions for use states the following; "flush the injection port with sterile water or saline. For best results, the wire guide show be kept wet." Prior to distribution, all d.a.s.h. Dometip double lumen sphincterotomes are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.